Event description:
It was reported that this pacemaker was replaced due to an unknown product anomaly. Other than the procedure, no additional adverse patient effects were reported. At this time, this device was already returned to boston scientific but further analysis has not yet been completed. Additional information indicated that the patient with this device exhibited an inconsistency in the pacing percentages. In addition, this device was electively explanted under the physician discretion. Other than the procedure, no additional adverse patient effects were reported. At this time, this device was already returned to boston scientific but further analysis has not yet been completed.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5 and h6 device codes. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The returned device was analyzed, and the reported event was confirmed. Based on a review of all available information, the cause of the reported event could not be determined. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Follow up report 1 (additional information): this report is being submitted to update section b5 and h6 device codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was replaced due to an unknown product anomaly. Other than the procedure, no additional adverse patient effects were reported. At this time, this device was already returned to boston scientific but further analysis has not yet been completed. Additional information indicated that the patient with this device exhibited an inconsistency in the pacing percentages. In addition, this device was electively explanted under the physician discretion. Other than the procedure, no additional adverse patient effects were reported. At this time, this device was already returned to boston scientific.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was replaced due to an unknown product anomaly. Other than the procedure, no additional adverse patient effects were reported. At this time, this device was already returned to boston scientific but further analysis has not yet been completed.